Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to low amplitude and t-wave oversensing. X-rays were performed and it was determined through x-rays that the positioning of the lead was higher than what it would be appropriate. A repositioning procedure was performed. Troubleshooting was requested, at this time, no additional changes were performed. Technical services (ts) reviewed the event and discussed the sensing vectors are challenging for permanent sensing and detection and it would be valuable to check if a new automatic set up can be performed to evaluate if lower electrode placement provides better signals. Further troubleshooting and programming options were discussed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered due to low amplitude and t-wave oversensing. X-rays were performed and it was determined through x-rays that the positioning of the lead was higher than what it would be appropriate. A repositioning procedure was performed. Troubleshooting was requested, at this time, no additional changes were performed. This system remains in service. No further adverse patient effects were reported.